Event description:
It was reported that the device reached elective replacement indicator (eri) level faster than expected. Premature battery depletion was alleged to be the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) voltage level upon receipt. A longevity calculation was performed and revealed the battery depletion was normal based on the device usage and programmed settings. The telemetry, pacing, sensing, impedance, high voltage output, and patient notifier were tested on the bench and no anomaly was detected.